Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received a total of nine 24g x 0.75 inch insyte autoguard IV catheters from two separate lot numbers. No samples were received from lot number 2179495. All samples exhibited evidence of use. Eight of the returned units were received attached to non-bd extension sets. The shielded needles were not returned with the samples. Five units from lot number 3363125 were received. One was received without the extension set. The other samples had extension sets attached to the yellow catheter adapter. A leak test was performed. For samples with extension sets, the leak test was performed on the IV catheter with and without the extension set connected. No leaks or damages were detected. Visual inspection did not discover any damage to the catheter tips or the tubing that may indicate potential leakage. A microscopic examination revealed no damage or defects in the catheter tubing. Four units from lot number 3076656 were provided each attached to an extension set. A leak test was performed on the catheter with and without the extension set connected. No leaks were discovered, and no damage was observed visual or microscopically during inspection. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Leakage and or damage was not observed with the returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Additional lot numbers provided in this complaint for this material number: lot #: 3363125 mfg: 2024-01-02 exp: 2026-12-31 lot #: 2179495 mfg: 2022-07-08 exp: 2025-06-30 a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter vs insertion site leak vs. Both occurring. The following information was provided by the initial reporter: blood leaking from the insertion site or catheter, and repeat catheter insertion attempts, due to catheter being inadvertently removed from the insertion site.